Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a time and date issue. The pump changed am/pm resulting in the pump time being 12 hours off. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 09/27/2013 - device evaluation:the pump has been returned and evaluated by product analysis 09/04/2013 with the following findings: a review of the pump¿s history showed no time and date resets. The pump was exercised for 24 hours on a 1 unit per hour basal program. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery was inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. The pump was opened and dissembled to check the condition of the internal clock battery. The internal clock battery was found to be corroded.